Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the service mode and confirmed failure errors in the error log of the device. The fse isolated the issue to an internal fault within the gas delivery engine (gde). The fse replaced the gde and performed the operational verification of the device. The device was returned to the customer operating to manufacturer specifications. Failure investigation: at this time, carefusion failure analysis laboratory has received the suspect gde but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported a ventilator inoperative condition while in patient use. The customer reported no patient harm was associated with this event. The customer reported an inspiratory flow sensor (ifs) error fault in the error log of the device.

Manufacturer narrative:
The vyaire medical failure analysis lab (fa) received the suspected gas delivery engine (gde). The fa engineer cycled the device in the user mode. A physical inspection found no anomalies with the pneumatic module of the device or of the user interface module (uim). The calibration data was reviewed and calibration was performed on the transducers. Power testing of the internal assemblies was within specification and device run time routine performed for 43 hours. Component level testing using heat and freeze application on the gas delivery engine (gde) components was performed. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined.